Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a cardiac case the prp procedure was attempted to be used to promote healing. The tubing on the kit was leaking blood onto the angel machine. The prp portion of the procedure was abandon because the doctor did not want to draw additional blood. The procedure was completed with no further issues. As stated by the rep, the blood remained in the internal portion of the angel machine. The people in the room were not exposed to the excess blood in the machine. The patient is fine to date. The angel unit was cleaned properly after the case.